Event description:
It was reported that during a spine procedure at the healthcare facility, navigation displayed the tool in an inaccurate position and two screws were placed too superior compared to navigation, and were removed and replaced conventionally with fluoroscopy imaging. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported.

Event description:
It was reported that during a spine procedure at the healthcare facility, navigation displayed the tool in an inaccurate position and two screws were placed too superior compared to navigation, and were removed and replaced conventionally with fluoroscopy imaging. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported.

Manufacturer narrative:
During the review of the reported event and data log files, it was determined that the movement of the patient tracker or the spine are potential contributing causes of the reported event.

Event description:
It was reported that during a spine procedure at the healthcare facility, navigation displayed the tool in an inaccurate position and two screws were placed too superior compared to navigation, and were removed and replaced conventionally with fluoroscopy imaging. The procedure was completed successfully without a clinically significant delay; no adverse consequences were reported.